Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed; however, it is unrelated to the customer complaint. A review of the downloaded data log observed firmware errors that are also unrelated to the customer complaint. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. The reported event of an overheating receiver was not confirmed with the receiver evaluation. A root cause could not be determined.